Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was tested with a flow rate at 20ml/hr with a volume to be infused (vtbi) of 20ml. The resulting percent accuracy is -1.745% which is within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a over infusion. Pump dispensed 22ml when only programed for 20ml, during testing in biomed service department. There was no patient involvement. No additional information is available.